Event description:
During the supraventricular tachycardia procedure, the tip of the catheter was observed to be cracked. The catheter had been properly removed from the packaging and the bending function was normal. The catheter was inserted through an introducer. During the treatment, the surgeon removed the catheter for shaping and found a crack at the tip of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was fractured in the area of the green shaft material, 2.4 inches proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.